Manufacturer narrative:
Patient information not provided as no patient was involved in this issue. RMA issued. Replacement part functioning normally. Original part returned and testing performed. Performed a tracer registration and it passed. The instruments track with green status through the entire volume. Passed peg board test with an acceptable max error of 2.092mm. Not able to duplicate the issue.

Event description:
A medtronic representative reported that the emitter is intermittently tracking instruments. On a wooden table and in the air away from everything, the instruments are still red/green status. No patient present.